Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (+600 mg/dl). Customer was treated with fluids and an insulin drip, and released the same day. Air bubbles were noticed in tubing. Troubleshooting was performed and air bubbles were able to be expelled and insulin delivery was successfully resumed.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.